Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no physical damage on the received blade. The display functioned properly, with no issues in fit or glare from the blade. The video laryngoscope was then installed in a cap for a beaker filled with water, where in-air temperature was heated to approximately 35 degrees celsius as measured for anti-fog testing, which the blade had failed. Partial fogging was observed through the video laryngoscope's camera, preventing a clear image. Partial condensation was also observed on the blade prism immediately after removal of the mcgrath from the beaker cap. It was reported that during the procedure, the video laryngoscope's screen became cloudy and intubation could not be performed. When the intubation was performed with another blade, there were no problems; it was determined that the blade was defective the reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter. During the procedure, the video laryngoscope's screen became cloudy and intubation could not be performed. When the intubation was performed with another blade, there were no problems, it was determined that the blade was defective. There was no patient injury.